Manufacturer narrative:
A getinge field service engineer (fse) went through the iabp¿s logs and used them to troubleshoot it. The front end pcb was ordered in for replacement. The iabp will only be returned to clinical use when it is repaired and all values are verified to be within specifications. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during the biannual preventative maintenance (pm) check, a getinge field service engineer (fse) found that the cs100 intra-aortic balloon pump (iabp) gave off error 54 - system failure alarm. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 202) was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during the biannual preventative maintenance (pm) check, a getinge field service engineer (fse) found that the cs100 intra-aortic balloon pump (iabp) gave off error 54 system failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp, reported that solenoid driver board and the connection cable were replaced to correct the reported issue. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. Preventive maintenance was completed, and the iabp was then released to the customer and cleared for clinical service.